Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified a damaged power cord, no issues found contributing to the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the circuit disconnect alarm will not reset. The customer reported there was a patient death. The customer stated the ventilator was on a patient but was not the contributing factor in the death.